Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker malfunction error could not be reproduced with the system. The bench technician pinpointed that the device mainboard may be the true cause of the system issue. The customer approved the replacement of the device mainboard. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting address state 03 reporter phone (B)(6). Reporting institution phone (B)(6).

Event description:
Philips received a complaint on the intellivue mp5 indicating the system displayed an error for a speaker malfunction. It was unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.